Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured in as the customer's age and weight were not provided.

Event description:
The customer reported that she obtained blood glucose readings of 72 mg/dl at 10:27 a.m. With the contour next one meter and 42 mg/dl at 10:32 a.m. With the laboratory testing. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 0lpec44b using a blood sample, which gave a satisfactory performance.